Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprostheses explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular stenosis and/or regurgitation. The root cause of this event cannot be conclusively determined with the available information. However, the stenosis and regurgitation in this case were most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) was not reviewed as the reported event does not allege a malfunction that could be related to a manufacturing deficiency and/or one was not confirmed through investigation. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported that a bioprosthetic pericardial aortic valve, implanted for 13 years and 11 months, underwent a valve-in-valve procedure due to stenosis and regurgitation. The tavr was performed with an edwards transcatheter valve. Post-implant, the patient was hemodynamically unstable from length of pacing run. He recovered after 2 min of CPR and an epi bolus. The gradient was only 10 mmhg despite the under-expansion of the valve. However, this was attributed to a low stroke volume. It took the patient approximately 5 minutes to recover from rapid pacing and requiring several boluses of epinephrine and several minutes of light chest compressions to recirculate the drugs. Once the patient had recovered the gradient across the valve appeared to be approximately 8 mmhg. The patient was transported to the intensive care unit in stable condition. Post-procedure, the patient was stable and an iabp was placed to augment perfusion from the low ef. It was reported that the patient was discharged in stable condition.